Event description:
Clinical report states: aseptic loosening, tibia. There was cement-bone debonding. (Left knee).

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This is duplicate report of 1818910-2012-20297. This report, 1818910-2012-20372, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-20297.

Manufacturer narrative:
The device associated with this report was not returned. Patient x-rays were supplied for review. It was found that while the listed maximum flexion is on the lower side, this would not contribute to the reported aseptic loosening of the tibia. The investigation could not draw any conclusions regarding the reported event with the newly provided information. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results and mechanical results were reviewed and they are all within specification. Review of the device history records for the cement found no non-conformances on this batch; final micro and sterility tests passes. Review of the device history records for the attune product found two unrelated ncs; parts were manufactured per specification and all raw materials met specification. A depuy warsaw medical safety officer reviewed the x-rays and found no findings to report. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.